Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacture reference number: 2017865-2023-42466. Related manufacture reference number: 2017865-2023-42468. It was reported that the patient implanted an implantable cardioverter defibrillator system because of dilated cardiomyopathy on (B)(6) 2023. Post implant, it was noted in clinic that the patient experienced recurrent ventricular tachycardia. On the night of (B)(6) 2023, the patient complained of dizziness, chest distress and asthma. Rescue was not successful and the patient passed out due to congestive heart failure. The physician stated that the programmed bi-ventricular pacing rate resulted in excessive pacing causing ventricular tachycardia and ultimately accelerated heart failure. There was no allegation of device malfunction.